Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A supplemental report shall be submitted once the investigation is completed.

Event description:
On 26-dec-2024 the healthcare provider (hcp) emailed the clinical diabetes specialist (cds) to report that the end-user experienced hypoglycemia leading to a seizure and loss of consciousness. The mother of the adolescent user called paramedics via 911 and then administered glucagon. When paramedics arrived, the user was conscious and had a blood glucose (bg) of 91 mg/dl. The mother reported that the cause of the low was due to the dexcom g7 continuous glucose monitor (cgm) being 100 points off the glucometer reading. At the time of the hypoglycemic event, the user's bg was below 50 mg/dl. The users mother took the user to the emergency room (ER). The user was not admitted but had tests ran, was observed for a few hours and released the same day. No treatment was provided while at the ER. The user noted feeling dizziness and numbness in legs. The user reported that they will rely on manual insulin injections until they can trade the dexcom g7 cgm for dexcom g6, as preferred by the customer. No long-term health effects reported.